Event description:
On (B)(6)2024 it was reported by a sales representative via (B)(4) that an ar-9236-02pp univers vaultlock was broken. No further information was provided. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged, ar-9236-02pp, univers vaultlock¿ glenoid trial, medium, batch: s899tg000, was received for investigation. Visual evaluation noted that the central post had broken off. Additionally, the edges of the device were nicked. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user-applied excessive force during the insertion process.